Event description:
The following information was provided by the cook area representative based on comments made by the user: the cook disposable hemostasis clip was attached to the tissue site but would not release from the deployment device. The clip was unable to be reopened because the drive wire had separated from the handle. A clip made by another company was used to complete the procedure. A section of the device did not remain inside the pt¿s body. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: the device was returned to the approved supplier for evaluation. The supplier reported that the drive wire was separated from the handle. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: the drive wire was confirmed to be detached making the device inoperable. Prior to distribution, all disposable hemostasis clips are subjected to a visual and functional inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product said to be involved is included in the scope of the corrective action. Quality assurance will continue to monitor for complaint trends.